Manufacturer narrative:
Additional product code: hwc. Device history lot: part: 04.115.751s; lot: l998520; manufacturing site: (B)(4); release to warehouse date: 24.aug.2018; expiry date: 01.aug.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This implant was manufactured from forging blank 60067396 lot l983448 manufactured in (B)(4) from raw material certificate which was reviewed and the used material was according to specification for implants for surgery. Investigation summary x-ray received and reviewed. Breakage of the plate can be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the variable angle locking compression plate (va-lcp) volar rim distal radius plate was broken. Initially, the patient underwent an open reduction internal fixation (orif) with va-lcp volar rim distal radius plate for a distal radius fracture on (B)(6) 2018. The patient has already been discharged from the hospital. The patient will undergo a re-operation on (B)(6) 2019 to remove the broken plate, but another plate will not be implanted. The surgeon commented and wondered if the design (shape) of the plate was proper. It is unknown how the issue was discovered. It is unknown if there was an adverse consequence to the patient.  Concomitant device reported: unknown locking screws (part # unknown, lot # unknown, quantity unknown).  This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Patient code 3191 used to capture: the reported event required medical/surgical intervention to preclude permanent damage to a body structure. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.